Event description:
It was reported that a vial-mate reconstitution device did not allow the fluid to flow back into the bag, during reconstitution. There was no patient involvement; there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was not confirmed during evaluation. Visual examination of the sample showed no signs of physical abnormality. The device was docked to a solution bag and vial and functionally tested with no observable issues detected. No root cause was identified, as no evidence of product malfunction was observed.